Event description:
It was reported that during a lap gastric bypass roux-en-y, the stapler was fired, an instrument formed staples and cut tissue but did not staple tissue to tissue. Upon opening instrument it was noted staples did not include tissue from other portion of anastomosis. No patient consequences. Anastomosis had to be hand sewn laparoscopically and added 1 hour to case.